Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 25, 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to her feelings and/or normal readings. The medical surveillance specialist spoke with the patient on may 5, 2009 and obtained the following information. In the morning sometime in 2009, the patient reported obtaining an alleged high blood glucose reading of "222 mg/dl" with the subject meter. The patient claimed typical results for her fall in the "100-140 mg/dl" range. Despite the alleged high reading, the patient stated that she took her usual dose of medication (72 units of lantus and 1 pill of metformin). Approximately 1 hour later, the patient reported that she began to feel sweaty, shaky and developed blurred vision. At the onset of symptoms, the patient stated that she tested with her spouse's meter (onetouch ultra2) and obtained a result of "53 mg/dl" and immediately treated herself with food and/or drink. The patient denied testing on the subject meter at the time of the symptoms. The patient reported that as a result of the alleged high reading she postponed eating her breakfast until after she took a shower. The patient claimed if her blood glucose had been lower, she would have eaten soon after taking her medication. At the time of troubleshooting, the customer care advocate noted that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims she reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.